Manufacturer narrative:
(B)(4). The customer requested service after the samples were re-centrifuged and matching results were obtained. Field service replaced one wash zone manifold valve (valve, manifold kit, part number 7-77612-03) because there was obvious build up on the part. Service history for this instrument revealed no subsequent complaints of discrepant/erratic results were reported. A review of quality metrics did not identify any adverse trends for the wash zone manifold valve or the i1000sr analyzer. The architect system operations manual provides troubleshooting for erratic results on the I system which includes known causes; wash buffer dispense at the wash zones is inadequate and wash zone manifold is leaking in addition to sample handling/integrity. The troponin-I package addresses sample handling and performance characteristics. There is insufficient information to reasonably suggest a malfunction of the wash zone manifold valve (pn 7-77612-03). The part was replaced for being worn out from normal use. Initial retests were performed on another architect i1000sr. An issue with sample integrity cannot be ruled out as results from both instruments matched after the samples were re-centrifuged. There is no indication of a deficiency for the wash zone manifold valve or architect i1000sr.

Event description:
The customer questioned the positive troponin results generated from two patient samples when tested with one architect analyzer verses another architect analyzer in the lab. The following data was provided by the customer (customer's cut-off is 0.05 ng/ml): the first patient sample generated a positive result of 0.074 and a negative result (0.042) when tested after recentrifuged on the same analyzer. This patient sample also tested negative (0.049 and 0.042) on the second analyzer. The second patient sample generated a positive result of 0.056 and a negative result (0.003) when tested on the same analyzer after recentrifuged. This patient sample also tested negative (0.000) on the second analyzer. No impact to patient management was reported.

Manufacturer narrative:
Product evaluation is in process and the results will be submitted in a follow-up report.